Event description:
In the process of contacting the pt to notify them that their device may be nearing end of service, it was discovered that the pt experienced an infection at the lead incision area post-implant.